Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an implant procedure that was abandoned. The lead could not be placed properly. The reason was not given.

Event description:
It was reported that the procedure was abandoned due to patient having difficulties breathing, the procedure was on (B)(6) 2019.